Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an unknown patient with an unknown neurostimulator. It was reported that the consumer had spoken with a random person in a health care professional (hcp) waiting room about a year or so ago who stated that the same hcp who had implanted the caller had not put this other person¿s in correctly. This person had problems and had to pull it back out.